Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issue of "false negative" was reported. Product is used for diagnostic purposes. No harm(s) were reported. Refer to (B)(4) investigation 15apr2024.pdf for the complete investigation. Based on the information in the attached investigation, no further investigation is required. Monitoring of "false negative" will continue and there are no additional recommended actions at this point. A most probable root cause cannot be determined without returned product. Potential root causes include but are not limited to: - no amplification/reduced amplification efficiency (design defect). - assay contamination/degradation (process failure). - improper storage/handling (use error).

Event description:
Customer provided a review on amazon on 03/28/2024, and it was publicly visible until 04/01/2024. Customer reported one defective device, no evidence was provided on the review. No more information could be collected.